Manufacturer narrative:
No unexpected button error alarms noted. Insulin pump had an intermittent button response due to corroded keypad traces noted. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, missing end cap sticker and stained address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed button error. Customer stated that she checked her blood glucose in the middle of the night and blood glucose was almost 600 mg/dl, it was 596 mg/dl. Customer treated with manual injection and it came down to 400mg/dl something. Customer stated she went to play and it was hot so this maybe the reason for the button error alarm. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.